Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 250 mg/dl and a correction bolus was to be delivered to address the bg level. Tandem technical support performed a system check and the occlusion appeared to be within the cartridge. The customer changed the cartridge and insulin delivery was resumed.